Manufacturer narrative:
The user facility reported that the issue was resolved upon replacing a cable. Based on information provided by the user facility through follow up, the likely cause of the reported problem was a faulty cable. No parts were returned to olympus for evaluation.

Event description:
A user facility reported to olympus that the device failed to produce an image. The reported problem occurred during preparation for use for a procedure. The intended procedure was not completed. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The phenomenon was resolved by replacing a cable, therefore, it is inferred that an issue ascribable to the cable caused the failure to display the endoscopic images.